Event description:
It was reported that prior to a pci procedure, the physician found a piece of hair in the packaging during removal of the nc monorail catheter. The device had no contact with the pt.

Manufacturer narrative:
The device has not been returned for analysis as of this date.